Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
The event has also been updated to include the following: (B)(4). The event has been updated and previously reported method code, result code, and conclusion code have been removed from the event.

Event description:
The following information was previously reported under manufacturer report #(B)(4) but has been updated to be included in this report: [the patient was given a back brace before he retired and wearing that rubbed on the spot. Then you could see the silver part of the pump coming out.] Any additional information received that relates to the patient's wound dehiscence will be reported under this manufacturer report number (#(B)(4)) additional information received from the consumer clarified that the back brace had rubbed a hole in his skin and the pump was sticking out. The patient's medical history includes spinal pain. The pump was infusing dilaudid (hydromorphone).

Event description:
It was reported that the patient¿s right lower quadrant intrathecal infusion pump with wound dehiscence with no actual signs of infection. The patient complained that their pump was ulcerating through the skin. No device issues were suspected or determined. It was noted that the patient was a non-insulin dependent diabetic with chronic non-healing wounds. The patient¿s pump was explanted on (B)(6) 2014. The patient recovered without permanent impairment. The pump was used to infuse an unknown drug.

Manufacturer narrative:
Final analysis of the pump found no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.